Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving with ec-600ls. It was reported that the knob broke during the procedure prior to reaching cecum and the knob was unable to rotate. There was a delay to switch to a different scope. There was no injury to the patient reported. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
Customer comment of "broken knob" is confirmed with bsa up wire is broken, dwa drum wires frayed, isa peeling, ang loose/off.